Manufacturer narrative:
(B)(4). D10: cat#: 00875304601, lot#: 64388227 46mm o.d. Size ff porous uncemented with cluster holes shell use with ff liners. G2: foreign: china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not mate with the cup. A new liner was opened and successfully implanted with the cup. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified liner has scratches and gouges to the i.d. Top of elevation feature, and around the outer surfaces. There are deformations to the elevation feature and anti-rotation scallops. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.